Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a tibial articular surface provisional fractured during a knee arthroplasty procedure.

Manufacturer narrative:
The visual inspection of the tasp bottom confirmed that the tasp was fractured along the lateral side of the post. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp top and bottom. The lot has been in the field for more than two years. It is unknown for how many times the device is being used. The receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. The device is considered conforming due to its extended field life and unremarkable manufacturing records. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The field action contains the related lot number. The complaint was confirmed as the device was returned fractured.